Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that silicone foley slips out from patient and found out that there is a leaking on the balloon. Investigation was initiated by inflating the balloon with water. Upon inflation, the water was seen seep out through the balloon which caused leak balloon. Close examination under high magnification lens (60x magnification) revealed traces of scratch marks on the balloon sleeve which render the balloon to leak (refer picture 2). This appearance is likely due to the balloon had come in contact with sharp object during handling or in contact with pointed surface that detrimental to the balloon. Besides that, the appearance of the leak point also showed that it is likely that the balloon surface had in contact with sharp or pointed object leaving torn on the balloon surface. In current standard operating procedure as per spm-asl-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spma52- 004). Catheter with defective balloon will be culled out. Based on the investigation conducted on the actual sample, leak balloon on the returned sample may have likely happened due to in contact with sharp or pointed object leaving such torn and scratch marks on the balloon surface. Therefore, this complaint could not be confirmed.

Event description:
Reported issue: silicone foley was inserted into the patient. Less than 5 hours, silicone foley slips out from patient. Found out that there is a leak of the balloon.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: silicone foley was inserted into the patient. Less than 5 hours, silicone foley slips out from patient. Found out that there is a leak of the balloon.